Event description:
It was reported that a transfer set was leaking. This event occurred during the fill phase of peritoneal dialysis. The home patient was connected. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.